Event description:
It was reported that during a renal artery stenting procedure, stent expansion and removal difficulties were encountered. The 70% stenosed, 10mm severely calcified ostial lesion was located in the 7mm severely tortuous right renal artery. Access was obtained via the right femoral artery, a 0.018 thruway 130cm guide wire and a 7fr mach 1 guide catheter were placed. The lesion was not pre-dilated. The physician advanced the express sd 7.0mm x 15mmx 150cm stent delivery system (sds) without difficulty to the ostium of the renal artery, however, upon deployment of the stent at 14 atms, the stent displayed "significant dog boning". The physician deflated the balloon and attempted to withdraw the sds, however, resistance was encountered. Negative pressure was applied to the balloon and the physician made another attempt to remove the sds but was unsuccessful due to the balloon "snagging on the stent". Following manipulation of the guide wire and sds, the sds was able to be removed from the pt. Another MFR's 7mm balloon catheter was advanced to the stent for post-dilatation and inflated one time to 11 atms to successfully improve blood flow through the renal artery, however, upon removal, the balloon appeared to "snag on the stent" as well. The balloon catheter was able to be successfully removed and the procedure was completed. No pt injuries or complications were reported. The pt's status is reported as "stable". It was the physician's opinion that the snagging encountered during the procedure was "most likely due to the acute angle between the renal artery and aorta".